Event description:
It was reported that this right atrial (ra) lead was explanted due to undersensing resulting from lead damage a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Cuts, tears, punctures, and electro-cautery damage was noted in the insulation which is most likely explant damage. Deformed and stretched conductor coils were also noted. Conductors were intact.

Event description:
It was reported that this right atrial (ra) lead was explanted due to undersensing resulting from lead damage a new lead was successfully implanted. No additional adverse patient effects were reported.